Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and the package supplier are in the process of initiating modifications. Product location: unknown.

Event description:
During a procedure, the inner sterile package was discovered with a breached seal. There was no patient injury or significant delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Visual inspection of returned devices found the aluminum and outer pouches are missing. The sealing on the inner pouch was not complete. Corrective action has been initiated for the reported issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. UDI# (B)(4).